Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was admitted to the hospital due to exacerbation of their parkinson's symptoms, further stating that the issue started yesterday. The hcp was advised the patient use the patient programmer if therapy was on, and a manufacturer's representative (rep) would be paged out of necessary. No further patient complications were reported/ anticipated as a result of this event